Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a crack on the c-cover was found. The scope failed the leak test from the biopsy channel and the c-cover but no fluid invasion was noted. A chip in the light guide lens was also noted and required replacement. The cause of the cracked c-cover was not determined.

Event description:
The user facility reported to olympus that their scope was observed with a "crack near the elevator." There was no patient injury or harm associated with the problem reported to olympus. The problem identified and reported by the user facility was reportedly found during reprocessing of the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information provided by the user facility.

Event description:
The user facility confirmed no patient injury occurred and the intended procedure was completed using another scope of the same model. The crack in the elevator was observed during reprocessing. Details surrounding reprocessing are unknown. The type of intended procedure and patient details are unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event related details.

Event description:
The user facility provided additional details to olympus related to scope reprocessing practices. The scope undergoes a manual wash and is then reprocessed in a medivators device. The scope is leak tested with an olympus leak tester.; model unknown. The scope is also brushed with an olympus single-use brush; the model number is unknown. All reprocessing personnel are trained to properly reprocess the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The DHR was reviewed and it was confirmed that the subject scope was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation and was unable to conclusively determine the root cause.